Event description:
It was reported that during follow-up, post-sensed t wave oversensing was observed. The patient received inappropriate hv therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.